Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 475 mg/dl, leading to diabetic ketoacidosis (dka); cause was unknown. The customer attempted to resolve the issue by changing all supplies, and delivering a correction bolus via the pump. Customer required assistance from contact to address bg via a supply change as the customer was vomiting. The customer was instructed to consult with the healthcare provider regarding bg level.